Event description:
Reportedly, on (B)(6) 2015, ventricular oversensing was observed in addition to a displayed warning message. Recommendations were required.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.